Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker presented for a device check. Upon interrogation, it was observed that the remaining longevity was 1.5 years. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service.